Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) regarding his transfer set becoming loose during therapy on the homechoice (hc). The hp stated the prior night the transfer set came loose and he lost fluid. The hp stated he bypassed to end therapy. The technical service representative (tsr) advised the hp to contact his nurse. On (B)(4)2010, product surveillance spoke with the hp who clarified that it was the patient line of the cassette that came loose from the transfer set. The hp stated this was an isolated incident. The hp stated he does not recall any factors that would have contributed to the line coming loose; the hp stated he checks connections well and this had not happened before. The hp stated he was doing fine with therapy and reported no adverse events. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.